Event description:
The pt experienced an infection approximately 6-8 months ago. Specific symptoms of infection were not reported. The pump was explanted. A new system was implanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4).